Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter contamination in three (3) exactamix vented, micro-volume inlets. The pm was described as ¿hairs, particles, and lint in the outer packaging, the inlet, and/or on the connectors¿. These issues were observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6(update codes), h11. H4: the lot was manufactured in april 2025. H11: three (03) actual devices were received for evaluation. Visual inspection of returned samples showed dark spots/ dark fiber embedded outside the tubing and not in the fluid pathway. The reported condition was verified. The cause of the condition was possibly inherent to contamination during the manufacturing or packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.